Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call of an issue with their insulin pump after swimming. The pump fell and stopped working. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue. The insulin pump will be replaced and returned.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing display window cover.